Event description:
The customer reported that a patient with a history of anti- e antibody reacted negative on the ortho provue analyzer during validation testing. The sample reacted weakly positive (1+) in manual gel test using the same lot of reagents at 40 mins incubation. No erroneous results were reported. The incident occurred on (B) (6) 2008. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The customer indicated that the sample reacted weakly positive in manual gel method. Sample variability may have contributed to this event. The customer has not logged any similar complaints against this analyzer since this incident. (B) (4).